Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer via the manufacturer's representative (rep) reported since december, the patient had noticed less pain relief and at times pain when stimulation was on. There was tingling in the appropriate areas, but not the same pain relief as she had initially. During discussion, the patient noted multiple, five or more, falls since november due to a knee injury. A change in stimulation efficacy occurred in and around that time, but the patient was not sure if they were related or not. Impedances were within normal limits. The stimulator turned on, but it had not been used or charged since the beginning of (B)(6) and was almost depleted. The patient declined reprogramming since her battery would turn off due to low battery any time now. The patient reported to the healthcare provider (hcp) what she told the rep and he felt x-rays to check for lead migration was appropriate. The patient was to have x-rays for the hcp to review for lead migration. No other changes were made at this time. No surgical intervention occurred and it was unknown if any surgical intervention was planned. Relevant medical history included chronic low back pain and a knee injury.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2015, product type: lead. (B)(4).

Event description:
It was reported that the patient stopped getting therapeutic benefit. The implantable neurostimulator was charged up and the patient tried turning it up. The patient was getting no relief at all for her pain that she was implanted for. The patient stated that she did not feel stimulation and that she does not normally feel stimulation. The patient was reprogrammed so that she did not feel stimulation because she could not handle the feeling of stimulation. The change in therapy or symptoms was sudden. No outcome or interventions reported. Additional follow-up is being conducted, if additional information is received a follow-up report will be sent.